Event description:
It was reported that the patient was experiencing increased pain at the implant site. The patient also believed that the left leg was losing strength due to the implant. The patient underwent an explant procedure. The explanted device was discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 13762590/13762590.